Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the image sensor unit's imager, peeling of the solder fixing part, cable breakage, etc. The cause of the failure may be an impact to the tip or curved part. The inspection method for this issue is described in "chapter 3, preparation and inspection, section 8, inspection of functions combined with related devices" in the instruction manual (operation). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image due to noise. The noise occurred due to a cut in the imaging cable and a scraped electrical contact in the video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.